Manufacturer narrative:
Date of event: publication date used. Age, tests, medical history: mean and mode used. The devices were not available; therefore, product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Stent obstruction is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. (B)(4).

Event description:
The following was reported through a review of an article titled "istent trabecular micro-bypass stent implantation with cataract surgery in a japanese glaucoma population". Reportedly, there were two (2) cases of stent occlusion from the iris were managed with stent repositioning without any sequelae noted. Six (6) cases of iop elevation within one (1) month postop. Among reported iop cases, one (1) case was managed with observation while four (4) cases required medical intervention (topical medication and/or hyperosmotic drip) and one (1) case required filtration surgery. The report also notes that the eye with iop, requiring surgical intervention had primary open angle glaucoma (poag) and experienced iop elevation within the first postoperative week. The eye underwent a second filtration surgery at 22 months postop on maximum medication. Moreover, the report indicates that this was the surgeon's first experience with the device and learning curve may have contributed to the mild complications observed early in the surgeon¿s experience. Additional information has been requested. This report references cases of stent obstructions.